Event description:
It was reported no rf telemetry was reported. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported loss of telemetry anomaly was not confirmed in the lab. The device was tested on the bench and using automated test equipment. The rf telemetry and device functionality were found to be normal.